Event description:
It was reported that a user experienced hyperglycemia after drinking coffee with creamer without announcing a meal, observing glucose rise from 157 mg/dl to a high of 427 mg/dl reading and then down to 377 mg/dl with downward trend while using the ilet system. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included self-resolution of glucose to 140 mg/dl without medical intervention or hospitalization. Investigation included case review, user coaching on meal announcement behavior, and assessment of device performance based on reported data. Investigation of this case revealed no device malfunction and indicated user-related use error, specifically a missed meal announcement associated with coffee and creamer intake, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user use error related to meal announcement.